Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 the following findings: during investigation, there were no power issues observed in black box. Battery compartment is cracked. No damage to battery cap. Battery cap attaches securely to pump. Pump exercised with no power issues occurring. The pump leaks at battery compartment. Pump opened; moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.